Event description:
Sales rep. Reported that a pt presented with post-operative lateral pain behind the knee after a meniscal repair procedure performed in 2005. A second surgery was perfomed where cysts were noted around the t's. The surgeon removed the cysts during the 2nd surgical procedure. The surgeon did state that he observed some cysts during the intial surgery. The surgeon stated that the pt is 100% healed as of 08/2005.